Event description:
The customer reported via phone call having high blood glucose all day. The customer treated with 5.5 units of insulin via manual injection and an infusion set change. The customer's blood glucose rose as high as 457 mg/dl. The customer's most recent blood glucose was 256 mg/dl. Customer complained of nausea, lethargy and thirst. No serious injury or hospitalization resulted. Customer declined to check for presence of leaks/air bubbles, possible site/insulin issues, and settings. Customer did not have the infusion set that she had been wearing and could not troubleshoot for the issue. The insulin pump alarmed no delivery during a manual prime. Insulin did not exit with a manual plunger push. Customer tested with a different infusion set, and insulin exited with a manual prime; the insulin pump did not alarm no delivery again. Customer was advised of a possible issue with the infusion set. Customer was advised that the infusion set would be replaced and agreed to return it for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.